Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed service on the system to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to improper software setup. Based on fse field evaluation, the system issue needed to be upgraded.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 23072 - 40084 recoverable error appeared, they made a power cycle and restart, error kept showing. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure completed with the same system adjusting the heigh of the arm 4 to not forcing error 23072, and after just working with 3 arms. The error 40084 was only present one time. When client has two surgical side carts (ssc) the error would rarely appear.

Manufacturer narrative:
An investigation is in progress to determine the cause. Additional information is being gathered to determine the contribution of the device to the customer reported issue.